Event description:
It was reported that prior to an unknown procedure, there was a hole in the primary package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.